Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarms noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the it was no longer delivering insulin based on her troubleshoot. Customer changed the entire set a few times but it was not deliver. Customer stated self test done and it passed but still wants the insulin pump replaced. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.